Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was a leak in the system, and the cuff was downsized. A new cuff and pressure regulator balloon was placed, and no other patient complications reported.